Manufacturer narrative:
(B)(4).

Event description:
Procedure: gynecology. According to the reporter: at the end of the case, a tiny piece of plastic had broken off the trocar sleeve. The surgeon searched for the piece, but it was not found. Neither the incision nor the operative time was extended. There was no tissue damage/trauma or additional bleeding. The patient status is ok.